Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bluselect suction aid tracheostomy tube exhibited a defect near the flange (neck plate) attachment point, resulting in the tube becoming nearly detached. A replacement tube was provided after the issue was identified. According to the patient's assistants, the issue was not attributed to handling error. There was patient involvement; however, no injury was reported.